Manufacturer narrative:
At this time product has not yet been returned and abbot diabetes care product quality engineering (pqe) investigated the alarm-3 (missing high or low glucose ) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3 cases in (B)(6) 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no glucose alarm alert while wearing the adc freestyle libre 2 sensor. The customer¿s low glucose limit was set at a level of 65 mg/dl. On (B)(6) 2021, the customer obtained a sensor scan of blood glucose of 27 mg/dl however, the sensor alarm did not trigger consequently, the customer lost consciousness. The customer had contact with a healthcare professional and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.